Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic assembly or motor assembly per visual inspection. The insulin pump had cracked battery tube threads, severely scratched display window, and a missing end cap sticker. No unexpected vibration anomaly noted.

Event description:
It is reported that the customer keeps receiving a button error on his insulin pump. The customer states that the error could have been resulted when he had put the insulin pump inside the pocket of his wet shorts after going swimming. The customer's blood glucose is 314 mg/dl. Insulin pump was replaced. No further information was provided.